Event description:
It was reported to bsc/target that during manipulation of the gdc 10-ultrasoft stretch resistant synerg detection circuit the distal end fractured leaving a tail in the parent vessel. The pt had thrombus at the end of the procedure, which was treated with reopro to re-establish circulation.